Manufacturer narrative:
Catheter showed no signs of weakness or material degradation but appeared to be sliced/cut before it was broken into 2 pcs. Suspected the problem may have occurred during catheterization. The external surface of the "cut" was smooth and sharp; typically of an incision caused by a sharp device such as a blade used in the attempt to remove the product during use. Catheter broke into 2 pcs. When pressure was applied. The edges of the internal layer were irregular indicating a pulling force. This may have caused by pt attempting to remove the catheter.